Event description:
It was reported "the patient needed a balloon catheter for an extensive anterior wall myocardial infarction, opened the package and found that the anterior portion of the puncture sheath was torn, replaced it with another puncture sheath, placed it in the patient and found that the anterior portion of the balloon could not be filled properly, and manually filled it until the balloon opened". No patient injury or consequence reported. The patient's current condition is reported as "fine". Associated MDR#: 3010532612-2024-00968.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The intra-aortic balloon catheter (iabc) was not returned with the sample. Returned for investigation was two teflon sheaths and three dilators. Returned with the sample was a needle, long arterial pressure tubing and supplied datascope inflation driveline tubing. Upon return, damage was noted to the tip of one of the dilators. This dilator was fully inserted within the teflon sheath. The dilator hub appeared typical. The sheath hub and sheath tip appeared typical on both returned sheaths. No other damage was noted to the other dilators. Dried blood was noted on the exterior surface of the damaged dilator. The returned component was not functionally tested due to the re-turned state of the component. The dilator and sheath connected properly without undue resistance. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "the sheath was found to be difficult to place" is confirmed. Upon return, the dilator was damaged at the tip. No other damage was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged dilator tip. The root cause of the complaint is undetermined, a potential root cause is user related. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "the patient needed a balloon catheter for an extensive anterior wall myocardial infarction, opened the package and found that the anterior portion of the puncture sheath was torn, replaced it with another puncture sheath, placed it in the patient and found that the anterior portion of the balloon could not be filled properly, and manually filled it until the balloon opened". No patient injury or consequence reported. The patient's current condition is reported as "fine" please see associated MDR#:3010532612-2024-00968.